Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black with a blue box that required a password. A field service engineer powered off the station, reseated the hd connection, windows updates continued to run after the power cycle and rebooted station to resolve the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.